Manufacturer narrative:
The customer called technical support to report that the device displayed a 1124 "battery failed" error after the battery was replaced. The original battery was due for its 5-year replacement. The replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual which indicates that the battery requires replacement every 5 years to ensure proper system performance. The customer charged the replacement battery for 24 hours, but a 1124 "battery failed" error was still present. The remote service engineer (rse) transferred the customer to philips medical supplies for processing a replacement warranty battery and provided the customer with the part number of the battery. Philips medical supplies processed the warranty replacement for the v60 battery. In a previous good faith effort (gfe) response, the customer confirmed that a replacement battery was ordered and received. Upon installing the replacement battery, the customer successfully charged it overnight and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and will be returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a 1124 "battery failed" error after the battery was replaced. It was reported that there was no patient involvement at the time the issue was discovered. The v60 was removed from service. The customer called technical support to report that the device displayed a 1124 "battery failed" error after the battery was replaced. The original battery was due for its 5-year replacement. The replacement of the battery is aligned to the periodic maintenance procedure specified in the v60 service manual which indicates that the battery requires replacement every 5 years to ensure proper system performance. The customer charged the replacement battery for 24 hours, but a 1124 "battery failed" error was still present. The remote service engineer (rse) transferred the customer to philips medical supplies for processing a replacement warranty battery and provided the customer with the part number of the battery. Philips medical supplies processed the warranty replacement for the v60 battery. The investigation is ongoing.

Manufacturer narrative:
H11: g1 phone number (B)(6).